Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over nine (9) years since the subject device was manufactured. Based on the results of the investigation, and since no device malfunction was confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
An olympus employee reported on behalf of a customer, the visera elite xenon light source displayed an e103 lamp error, and the lamp went out. The event occurred during an unspecified therapeutic procedure. The procedure was completed without delay using the subject device. There was no report of patient harm associated with this event.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation of an e103 lamp error was not confirmed. In addition, the connection was loose due to wear of the light guide connector. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.